Manufacturer narrative:
Date of event is unknown. Additional information will be provided if it becomes available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable root cause of the reported malfunctions could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in the forceps channel port and the plastic distal end cover. There was no patient involvement.